Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test 1: inratio - 2.8; lab > limit of detection. The comparative system value is greater than the limit of detection and the inratio value is less than 5.0. These results are considered discrepant within the context of the documented variability for inr testing. Product testing is required. Device is expected to be returned for eval. Investigation is pending.

Event description:
Caller alleged discrepant results with inratio versus lab. Four different pts in a week getting discrepant results. One pt had 2.8 on meter. Lab couldn't read because it was so high. Pt still in the hosp. Caller stated that the pt was having other issues and that is why he's in the hosp, not because of the inr levels.